Manufacturer narrative:
Sterile barrier of the inner pouch containing the tibial implant was compromised. The outer pouch was intact. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. All processing steps were completed successfully.

Event description:
Sterile barrier of the inner pouch containing the tibial implant was compromised. The outer pouch was intact. The surgery was completed successfully.